Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to component fracture on an unknown day.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d4, g3, g6, h2, h3, h4, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history review is not required as the reported device is a custom design in which only one device was manufactured for the part number. The part/lot combination is unique to this patient. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view of the right hip demonstrates a right total hip arthroplasty with vertical orientation of the acetabular cup. Fractured acetabular ring possibly from acetabular polyethylene liner. Femoral component is intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for revision due to component fracture.